Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient being non-compliant with aseptic technique and missing scheduled appointments at the dialysis facility. The patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unknown date, peritoneal dialysis therapy was discontinued, the peritoneal dialysis catheter was removed, and the patient was no longer on peritoneal dialysis solutions. After four days of hospitalization, the patient was discharged. The patient was not recovered from the peritonitis event. The patient was retrained several times on the proper aseptic technique. No additional information is available.